Event description:
Philips received a complaint on the tempus pro indicating that the device is giving an ¿application error¿ message. Philips service engineer confirmed issue found to be sbc causing sw application error. Sbc pcb was replaced to address application error. Sbc contains new upgrade to trizeps 7 board. Part provided directly from rdt factory. Camera/light assembly also replaced. Sw upgraded to v04.28. Full performance verification and safety testing completed by the engineer - all passed . The issue was discovered outside use . No patient involved . The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.